Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2023-03108. It was reported that the patient was experiencing ineffective therapy due to high impedances on both lead extensions. As a result, the patient underwent surgical intervention during which the lead extensions were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned extension a found an area where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.